Event description:
It was reported an access port implanted in a pt and after an undisclosed amount of time. The catheter ruptured and migrated to the right ventricle. It was indicated there were no pt complications involved. This device has not been rec'd for evaluation. Therefore, no failure analysis is available attempts to gain further details regarding the circumstances of this event have been unsuccessful. Should further details become available, a supplemental med watch will be filed under the appropriate sequence number. Initial placement, user technique during access and/or pt anatomy may have contributed to this event. However, without further info regarding the circumstances of this event and without evaluating the device, co is unable to determine the exact cause for this event. Co directions for use outline appropriate placement, access and maintenance procedures.